Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a damaged response button switch. It was reported that the rear response button switch dome was missing. The root cause for the damaged switch was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that the response buttons weren't working on a patient's monitor.